Event description:
The physician reported the detachable coil was noted to be detached when the physician pulled it out during procedure. The patient reportedly suffered no serious injury as a result of this phenomenon. The physician did not disclose any further details regarding this alleged event.

Manufacturer narrative:
The device in question will not be returned to boston scientific, as it was reportedly contaminated by the hospital. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. Boston scientific will conduct a review of the device history record (DHR) and a supplemental report will follow.